Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test. Customer's blood glucose level was 230 mg/dl. Troubleshooting for failed battery test was performed. Customer advised they were off the insulin pump for four days and were trying to reconnect to the device. Customer advised they will insert a new battery when they get home.